Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found a material certificate of analysis is required. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. Both anchors were fractured. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture is present along with the anchors. The condition of the anchors can not be made out. Based on the condition of the product material found during visual inspection, additional material testing is not required. No relevant supporting clinical information has been provided to assist with a clinical investigation. No patient injury is being reported. Back up device was available. No further assessment is warranted at this time based on the information provided. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force used during the knot reduction stage or an impact to the needle tip, causing damage to the implant during deployment. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, t1 on the fast-fix 360 fractured during suturing. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.